Event description:
It was reported that there was an unspecified product failure with the 2.5x28mm device. There was no additional information provided. The device was returned with the proximal shaft separated.

Manufacturer narrative:
(B)(4). Evaluation summary: estimated date of occurrence. The device was returned for evaluation. There was no specific product failure reported; however, the shaft was separated, kinked and bent. Based on visual, dimensional and functional analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database indicated there had been no other shaft separations or kinks/bends incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. Although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.